Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the advantage system 2. Reference medwatch (B)(6) for the advantage system 1.

Event description:
Customer reportedly received the following results on two meters within 10 minutes: 482 mg/dl, 271 mg/dl (advantage system 1) and 127 mg/dl (advantage system 2). Customer took 46 units of novolog insulin as a result of the reading of 482 mg/dl, and then obtained remaining results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.